Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having a hard time keeping their external equipment and implantable neurostimulator (ins) charged. The patient stated, "charging and everything," has been a problem, frustrating more than anything else. Patient states after implant they came home and waited 3 to 4 days to charge and by that time everything had gone out again and they had to recharge. When agent asked if patient was speaking about the external equipment or the ins the patient indicated all of it. Patient had not yet charged the ins and when he went to charge stated the wireless recharger (wr) and the communicator (fob)had a red/amber light on it. The handset also showed red and that the battery was empty. Patient states they let ins go 3-4 days without charging and then it turned off. Patient then called manufacturer representative (rep) who supposedly got everything charged. Patient stated they talked to rep about a week ago regarding the handset and they discussed the power cord plugs. Patient stated the recharger had 3 green lights (indicating fully charged) and the fob was fully charged, last charged to full a few days ago. Patient had not used fob in a couple days and plugged it in last night and noticed it had completely lost its charge. When plugged in, the fob charged normally. Patient stated they'd called someone and was instructed to put the fob over the right chest and patient felt a little buzzing, tingling sensation go down left arm to fingers and it lasted for a few minutes and then it went away, quoted, "as it normally does when they adjust stuff like that." Patient stated they'd charged the ins twice since then but it didn't seem to keep a charge. Patient stated it will usually stay charged for a few days. Patient stated they were lying in bed and felt buzzing, and the little thing goes down the arm into fingers and the ins turned off and then the left hand was shaking badly due to their parkinson's. Patient noticed after ins turned off that evening there was a sound that came from the ins and it concerned patient. Patient services (pss) agent thinks the patient has recharger over ins and that was where the sound was coming from. Patient has been walking around for 2-3 days now without anything going on because it's not charged. During the call the wr was fully charged and did not appear to have any issue. The fob bl bluetooth light was blinking and the indicator light had no color. When patient plugged in fob, light was orange and then turned green indicating fully charged. Pss thinks fob is functioning correctly. The handset battery level showed 0%. Patient stated it was charged to 100% yesterday. Patient plugged handset into outlet to see if it would charge during the call. Patient feels like therapy is off because parkinson has completely came back to left hand and can't pick anything up with it and shakes quite violently at times. Patient states last charging 2 days ago. Pss agent recommended charging ins and handset for the next half hour and pss will call patient back to see if they can then check the battery level of the ins and handset.  Patient was able to connect wr to ins. When pss called back, handset battery had increased to 50%. Patient stated having some issues with shaking when trying use the handset. Patient was able to connect handset and ins. Patient states seeing low battery, charge ins screen. Patient states then seeing a screen that says therapy off. Patient turned therapy on and said ins battery is at 25%. Pss reviewed patient needs to continue charging. Patient closed out of the therapy app. Patient states the tingling sensation has almost gone away and their hand seems a lot more stable.  Pss reviewed recharger app and app showed therapy on, excellent connection. Patient states recharger app shows ins is at 50%. Agent thinks ins battery may have just increased to the 50% quartile. Patient states the recharger battery is at 80%. Patient is going to continue charging ins and will monitor the battery level of the handset. Additional information received from the manufacturer¿s representative (rep) reported the cause of the recharging issues was due to the patient not charging or plugging in their programmer properly. Additional information received from the patient; reported they continued to have issues with their equipment where they were getting different error messages, and mentioned their handset will be charged at 100% and they will unplug it and use it, and by the next day, the handset needed to be charged again. Due to this, they charged their equipment after they are done using them. The error codes they kept getting were 580, 581, and sometimes 1205 they believed which they thought were occurring in both the dbs therapy app and recharger app and they confirmed they weren¿t using the wr and communicator at the same time. During the call the consumer got error code 580 in the dbs therapy application when they were using the wr. During the call the consumer connected and everything was working as intended in the dbs therapy app and the recharger app and by the end of the call the ins had reached full charge (the consumer typically charged every day which took 30-45 minutes). In addition, the consumer mentioned when they hadn¿t charged their implant their therapy turned off on (B)(6) which was a big traumatic for them, but when they turned therapy back on they felt a buzzing sensation from their left arm below to the end of their fingers, which later subsided. However, the consumer noted since being implanted their left hand would shake/slight tremor on and off even after being adjusted twice, with a third appointment scheduled soon. Today, the consumer¿s left hand was calm and steady. It was noted the dbs was only programmed for the left side, so their right hand shakes, but they take medication for it. When they were implanted, they had not known both sides could be addressed, a nd they had done the left side as they would almost knock over a glass with it, and would spill the drink shaking, barely making it to their lips before getting the dbs. The consumer was working with the hcp, and that they were content with handling the right side the old fashion way with medication, but were talking with the hcp and considering getting their right side handled by dbs, but weren¿t sure if they want to go through with the surgery or not.